Manufacturer narrative:
The device evaluation also found the software needed an upgrade. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The subject device was manufactured before the design change was applied to the power switch. It was likely that the power switch malfunctioned since the operating power that was applied to the power switch and the number of times it was applied exceeded the original assumption.

Event description:
The evis exera iii video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified the old version main switch was damaged, required upgrade to new version. There was no reported patient involvement.